Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the table was unable to move the table in any direction. Review the system log file showed that there were geometry errors logged and one of the fuses for the spp power supply of the geometry cabinet were tripped. The fse replaced the fuse. After replacement of fuse, system was returned to use in good working condition. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the geometry movements were not available. The issue was found during clinical use. The customer rebooted the system, which delayed the procedure, but the issue remained. No harm has been reported to philips. Philips has started an investigation of this complaint.